Event description:
Customer reported that a male pt, prior to (B)(6) 2013, experienced skin loss, a 2cm x 1cm area along the incision that peeled up upon removal of the drape. Reportedly closed with sure + close, and is healing just fine. Specific date of the event was not provided.

Manufacturer narrative:
Two lot numbers were provided 2015-04 al and 2015-04 an. Not sure which one was used for this pt. The initial reporter was (B)(6) who reported the incident and requested follow-up with facility. The first contact with facility was (B)(6) and details of the incident was provided by (B)(6), who is a pa with (B)(6). Results: reserve sample tested from same lot. The device either functioned as designed or a failure was not found. Batch records were reviewed for both lots and no deviations were noted. Retains of the two lots were tested for adhesion to steel and met specifications.